Event description:
It was reported that there was an alarm for "tubing not set in properly". The fault was discovered prior to patient use, the nurse that was about to utilize the device was setting it up for use but then realized that the set would not run. The issue was the air detector switch. It was fully tested and returned to service for use.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The most probable cause was a malfunctioning air vent filter detector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken since the device was not returned. If the product is returned, the manufacturer will reopen this complaint for further investigation.